Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. Correction made to the initial reporter phone number. This supplemental report is being submitted to provide this information. Event took place during reprocessing. The facility nurse found the grey connector of the device broken and changed the connector before reprocessing the scope. The call was made thereafter to olympus technical assistance for a field service engineer (fse) to come to the facility to check the device. The customer was advised to not use the device until the fse had evaluated the device. This advised had been followed. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this event. User can detect the event by inspecting equipment in accordance with the following instructions for use. The instructions for use includes the following statements: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
Additional information is not yet available for this event. Customer was advised not to use the oer-pro until the unit is repaired. Field service engineer (fse) went on site to evaluate and repair the device. Device was not in use when the fse arrived on site. The broken (loose) grey connectors were replaced. Equipment was repaired and verified according to original equipment manufacturer instructions. Software attributes were verified and confirmed. Electrical safety test was not required as no external covers were removed. The device was returned to being in service after the repair.

Event description:
The customer called in the field service engineer (fse) as the device grey connector was loose and could come off. There is no reported harm to any patient.